Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a he modialysis catheter. The catheter was liquid leak tested by pressure injecting water into each extension line with the distal end occluded. A leak was detected in the proximal extension line as soon as pressure was applied. Visual inspection under magnification found a cut in the extension line near the juncture hub. Adhesive residue was also observed near the cut indicating that a dressing was placed over the area. A device history record review was performed on the catheter and did not reveal any manufacturing related issues. Since the dressing was placed in the area of the cut mark and the issue was not observed until four hours after dialysis was started, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient on sled dialysis. Earlier in the day, line changed over a wire. Dialysis started in evening as nocturnal therapy. At approximately 0200 hours, dialysis filter clotted off. Hemodialysis called, filter and set up changed and reconnected to vascath. Dialysis resumed. At approximately 0400 hours rn repositioning patient occurred. Dialysis machine alarmed "air in line". Dialysis paused, lines clamped. Large amount of air noted in line. Dialysis lines disconnected from vascath, vascath ports aspirated, large amount of air (30-40cc) removed from red port of vascath. Blood only withdrawn from blue port. Patient had fixed stare, unresponsive, hr 140-150, o2 sats to 80%. Nonrebreather applied. The issue occurred in the msicu, and the insertion site was the ij. The device was replaced with a new set. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.